Manufacturer narrative:
The t:slim g4 user guide states, "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (250-450 mg/dl). The cause for the reported elevated bg levels was unknown. Customer delivered a bolus, administered injections, and changed out the pump supplies to address elevated bg levels. System check with tandem technical support was performed, and the pump functioned as intended. Customer reported humalog insulin was used and the cartridge is changed every 3 days. Reportedly, the customer had a foot injury and believes the foot injury was the cause for the elevated bg levels. Customer's bg level lowered to 112 mg/dl.